Event description:
It was reported that customer experienced malfunction alarm after delivering bolus. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, reset pump with guidance, confirmed malfunction did not recur, rejoined sensor session, and planned to load new supplies and resume insulin, while being advised to call back if malfunction returned.